Event description:
During a laparoscopic cholecystectomy, several clips one by one were twisted closed on the vascular. No consequences for the pt. A new er320 was used and the procedure was finished normally.